Manufacturer narrative:
The device was returned to zoll medical corporation; the reported malfunction of device intermittently powering on was duplicated and attributed to the lithium battery on the system board. The device operator's guide instructs users to replace the lithium battery on the device every 5 years. This device is approximately 13 years old. The reported malfunction of device powered off was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. The device was recertified and returned to the customer. It is important to mention the battery used at the time of the reported event was not returned for evaluation. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device intermittently would not power up and inappropriately shut down. Complainant indicated that there was no patient involvement in the reported malfunction.